Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. The customer did not request service on the ventilator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient the pb980 ventilator oxygen was out of range and stopped ventilation with an error code. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.